Manufacturer narrative:
DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: patient was revised due to infection. Review of received data: no data were received for analysis. Further information has been requested but was not available, this is a legal claim. Other information & sources : review of the complaint relevant documents did not lead to new information regarding the reported event. Conclusion: the sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10-6 or better. The manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the infection of the patient. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. The patient had a cls spotorno, stem, 135, uncemented, 15.0, taper 12/14 implanted on (B)(6) 2006 on the left side and underwent a revision surgery on (B)(6) 2006 due to infection. Note: a previous revision due to infection has been reported under (B)(4) for the same patient.